Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve leaked during the saline test. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "even today I tried on a patient from the ER and during the saline test it leaked, I unhooked the heplock from the IV catheter and rehooked it up and made sure it had a tight connection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of high pressure increases while using the heplocks could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because the lot number is unknown. The root cause of this failure could not be identified without a returned sample failure investigation. Our clinical team was brought in to help with the issue, and we found there was likely an occlusion somewhere in the 2000e. There have been occlusions happening in 2000es, and the model is currently under a project to reduce the risk of future occlusions happening. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ smartsite¿ needle-free valve leaked during the saline test. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "even today I tried on a patient from the ER and during the saline test it leaked, I unhooked the heplock from the IV catheter and rehooked it up and made sure it had a tight connection."